Event description:
It was reported that this s-ICD had also exhibited a hi - high impedance error on the day of the change out. This is due to the s-ICD being disconnected from the patient's previously implanted electrode. The s-ICD continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing and a change in the patient's morphology. No changes were made and the s-ICD remains in service. It was later reported that this s-ICD was associated with a system infection. Surgical intervention was performed and the electrode was explanted and replaced while the s-ICD remains in service. No additional adverse patient effects were reported.